Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The spot where the battery goes in , one of the wires is broken where the 9 volt battery goes. There is a black and red wire that fits to a black cap and one of the black wire is broken, burnt and melted. The weight scale box is not reading.